Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there were positioning difficulties during the implant attempt of the lead. The lead had high thresholds, no capture, and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.